Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Event description:
Material# 2420-0500 batch# unknown it was reported by customer that they have air in line issues. Verbatim: rcc received a complaint via email. Email(s) attached. Please open a pr for a disposable complaint we have an investigation for ¿air in line¿ issues. The customer sent 2 model 2420-0500 administrations sets. There were no pump modules sent for this investigation.

Manufacturer narrative:
It was reported that there was air in line issues. Two samples model 2420-0500 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and an infusion run was performed at a rate of 125 ml/hr for one hour. No air in line was observed. The customer complaint could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2420-0500 and possible lot numbers 23103309, 23113009, 23063288 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.